Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr found that flow sensor was defective and giving erroneous readings (high ml by 60-70). Replaced flow sensor with another sensor from customer and the issue was resolved. The fsr performed operational verification procedure and performance checks according to service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported the issue occurred during performance test. The customer reported there is no patient involvement associated with the event.